Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a bd¿ non-sterile bulk pack slip tip syringes was received damaged and included foreign matter described as ¿black particles¿. The product was not used and there was no report of injury or medical interventions.

Manufacturer narrative:
Investigation summary: "forty" one 5ml syringes (lot # 8071626, p/n 301028) were received at bd and were evaluated for the reported issues ( black particles,print issue, flange damaged). Six syringes revealed black dots/spots which appeared to be ink level 1 which is acceptable as per product specification. Two syringes revealed embedded foreign matter level 1 in size which is acceptable as per product specification. Complaint history check was performed on the reported lot for all three issues and this is the 1st complaint reported. DHR review for batch 8071626 (p/n 301028): manufacturing dates: 3/12/2018 to 3/14/2018. Batch quantity was (B)(4). Printing and assembly records were reviewed as part of this DHR review. All visual inspections were performed as per requirement with no quality notifications related to the complaint defect. Batch 8071626 was inspected and accepted based on meeting our inspection control plan and subsequently approved for shipment. Five syringes revealed missing print. Actions were taken during the manufacture of this lot to correct the setup which caused the missing print. The embedded foreign matter is most likely degraded plastic. This occurs when the resin is exposed to prolonged high temperatures inside the molding press, such as during start up. No corrective actions since the imperfections identified were considered cosmetic and acceptable. Thirteen syringes revealed damaged flanges caused by an airjet. Corrective actions for the damaged flange are scheduled for 26aug2018. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that a bd¿ non-sterile bulk pack slip tip syringes was received damaged and included foreign matter described as ¿black particles¿. The product was not used and there was no report of injury or medical interventions.

Manufacturer narrative:
Due to an it issue beginning on (B)(6) 2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: device returned to manufacture: yes.

Event description:
It was reported that a bd non-sterile bulk pack slip tip syringes was received damaged and included foreign matter described as ¿black particles¿. The product was not used and there was no report of injury or medical interventions.